Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was encouraged to rest and ice the implant site as the physicians felt the site was healing appropriately. The soreness was attributed to the recent generator change but no ipg issue was noted.

Event description:
It was reported by the patient that since they had their implantable pulse generator (ipg) changeout, they have been experiencing pain in their shoulder and that it feels "like shocks". The patient was seen at the two week follow up and discussed the pain and was advised to use a cool compress at the time to help. However, the pain has worsened over the past few weeks, requiring morphine and they have had to increase the dose to alleviate the pain in their shoulder. Furthermore, the patient reported swelling above and below the incision site and episodes of increased heart rates, spiking over two hundred beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.